Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump identified the motor had o-ring wear. There was no significant anomaly. Analysis of the catheter revealed the catheter body had a hole (or torn catheter) caused by the metal pin of the pump connector poking through. The sc connector had no significant anomaly; it was damaged at explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine battery changed for end of life (eol), the sutureless connector of the catheter which was attached to the pump appeared corroded, possible corrosion, so it was changed out. The remaining portion of the catheter remains implant in the spine. No diagnostic testing or troubleshooting was required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. No patient symptoms were associated with this event. The patient was always and currently was receiving effective therapy. There were no therapy issues. At the time of the report the patient's status was reported as alive-no injury. This device system delivered compounded morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), partially explanted: 2015 (B)(6); product type catheter product ID 8590-1, lot# n245020, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.